Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the universal porting block was found to be damaged. The device's universal porting block was replaced to address the issue. Conclusions: the device was repaired, but not returned to the customer, pending customer approval of the estimate.